Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device tissue pad detached. The pad did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.